Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced elevated blood glucose after a meal while using the ilet with a contact detach infusion set; despite insulin delivery displayed on the device, glucose rose to 340 mg/dl over approximately four hours, leading the caregiver to remove the ilet, administer subcutaneous insulin by pen, and shut the device down, later requesting guidance on powering it back on and receiving education on supply change. Symptoms included hyperglycemia without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included self-management with backup insulin and no medical intervention or hospitalization. Investigation included troubleshooting with the caregiver and education on supply change procedures. Investigation of this case revealed no alarms and no observed infusion set leakage or cannula damage, with the cause of hyperglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.